Event description:
The pump was returned for investigation. Evaluation revealed that the display was dim/fading/reddish. This report is made based on results of investigation completed on 06/18/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/18/2015 with the following findings: evaluation revealed that the keypad cover is peeling off. All keypad buttons respond appropriately. Evaluation revealed that the keypad cover was removed and no contamination was found under the buttons. The display is dim/fading/reddish. The display lens was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).